Manufacturer narrative:
Follow-up #1: date of submission 01/30/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/22/2014 with the following findings: all keypad buttons responded with no delay. No evidence of contamination was found under or on the keypad contacts. Unrelated to the initial complaint, the battery compartment was cracked from the threads to case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, a reporter contacted animas alleging that the up and down buttons were sticking and required multiple button presses to register. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.